Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
"It was reported that during transfer, the cardiosave intra-aortic balloon pump (iabp) when moving the patient onto the bed at the receiving hospital the unit turned itself off. There was an alarm indicating turning off, then silence. The battery had greater than 50% and helium cylinder was nearly full. The cardiosave was restarted. The patient was "ok" when the device restarted. Checked the device again once patient transfer completed and the device appeared "fine". There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (device available for eva & return to manufacture date), (site country), (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site postal code : 2145). It was reported that when moving the patient onto the bed, the cardiosave intra-aortic balloon pump (iabp) turned itself off. There was an alarm indicating that the unit was turning off, then silence. The customer stated that the battery had greater than 50% and that the helium cylinder was nearly full. The cardiosave was restarted. A getinge field service engineer (fse) evaluated the unit for the reported malfunction, unable to reproduce the reported failure. The fse replaced safety disk and li-ion battery pack due for replacement, tested no patient harm.he equipment was cleared for customer use. The due for replacement components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: these parts were received with the reported complaint of the cardiosave rescue turning itself off. A visual inspection was performed on the parts, and all parts were found to be in good condition. The failure analysis and testing dept. Installed the part number safety disk into the cardiosave test fixture serial number and tested the safety disk serial number to factory specifications per procedure number revision d and the cardiosave service manual part number 0070-00-0639 revision q. Testing did not trigger the complaint of the cardiosave shutting down. The safety disk passed testing. Please note: the two battery packs part number have date codes of 2017. These batteries were 5 years old when the batteries were replaced. The factory recommendation to replace cardiosave batteries is every 4 years. The batteries will be tested to ensure that the factory specification of one hour runtime is met. Battery pack part number passed battery runtime specification of 1 hour, running for 1 hour and 19 minutes. Testing the battery did not trigger the failure of the cardiosave shutting down. The battery passed testing. Battery pack passed battery runtime specification of I hour, running for 1 hour 21 minutes. Testing the battery did not trigger the failure of the cardiosave shutting down. The battery passed testing. Retaining the parts in the failure analysis and testing dept, per procedure number 0002-07-d008 rev.ak.